Manufacturer narrative:
MFR's report date: may 01, 2013. Internal file no. 300879981. The device has been rec'd but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.

Event description:
A nurse reported that IV fluids were infusing at 125 ml/hr, she found the smartsite port below the pump leaking. She had not accessed that port and wasn't sure if anyone else had. There wa sno report of pt harm or medical intervention. Customer stated that no further pt or event info is available.